Manufacturer narrative:
Device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Placeholder.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a plate broke post operation. It was implanted on (B)(6) 2012. It was a long spiroide fracture. The plate broke (B)(6) 2013. The surgeon specified that there was a consolidation and the patient was fragile. New surgery was on (B)(6) 2013, with a cerclage cable and a new plate. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: additional evaluation was conducted. The report indicates that the lcp is made of stainless steel. The examination of the raw-material inspection sheet of the supplier and the manufacturing documents of the producer showed no deviation in relation to the chemical composition, microstructure and mechanical properties. The material of the plate is in compliance with the international standards iso 5832-1 and astm f138 for implants made of stainless steel. The dimensions of the investigated lcp were checked using a digital sliding calliper and found to be in compliance with the technical drawing of the producer and ao/asif specifications. The width of the lcp is 18.00 mm and the thickness is 5.91 mm. Corrosion marks were observed in the plate holes near the fracture site. Fretting corrosion results from micromovements between the screw head and the plate. The micromovements cause damage to the passivation layer of the metal and pander crevice corrosion or pitting corrosion. The lcp* is mechanically damaged on the upper side of the plate in the area of the breakage. Assumedly, this damage originates from the explantation. When examining the distal fracture surfaces (part a and b) of the lcp using the scanning electron microscope (sem), the initial fracture areas and the fracture behavior were identified. The crack started at the upper side of the plate and ran into the material. After breaking, the two plate fragments rubbed against each other causing destruction of the fracture surfaces (abraded areas). At a higher magnification, fatigue striations were observed at the crack propagation zones and over a sizeable area. Each striation represents the successive position of an advancing crack front and they originate from cyclic loads (load and unload during walking). The presence of these striations is a clear indication of a fatigue process. The fracture surfaces showed subsidiary cracks and secondary corrosion. The secondary corrosion is a result of a crevice situation between the plate fragments after crack initiation respectively from rubbing against each other of the fragments. The process affects the passivation layer of the metal and panders corrosion. Sem observations and findings showed that the plate failure was caused by fatigue and overload. The lcp was implanted on (B)(6) 2012 because of a long spiroid femur fracture. As far as visible on the x-ray image, the plate was stabilized with seven screws and two cerclages. According to the device report the breakage of the lcp was found on (B)(6) 2013. The revision surgery to remove the broken implant and replace it by means of a new plate and cerclage cable was performed on (B)(6) 2013. There was no report with respect to the aftercare of the patient. Based on the topography of the fracture surface, we can conclude that the implant was subjected to dynamic bending and axial loads. Constantly alternating load cycles (during walking) led to the fatigue of the material, then to a first crack and finally to the overload respectively to the fatigue fracture of the plate. The lcp could not resist the applied force which finally led to the material overload/fatigue failure. Postoperative activities of the patient may have played a certain role, too. A failure resulting from either a material defect or the manufacturing process can be excluded. Additional method code: 3321 & 3367 device was used for treatment, not diagnosis.